Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure and he caused of the failure to attach was unknown. It was also unknown if lube was used on capsule placement. There was no injury caused to the patient and no repeat procedure was performed.